Event description:
Additional information received reported that the catheter implanted at the time of event was (B)(4), 8598a, ti tip, spinal segment revision kit implanted (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that surgical observation on (B)(6) 2016 revealed no evidence of any remaining csf leak. The outcome was resolved with sequelea, sequelae lumbar wound infection (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8703w, lot# l36577, implanted: (B)(6) 1995, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine sulfate (10mg/ml, 1.211 mg/day, then 1.452 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient had a clinical diagnosis of cerebrospinal fluid (csf) leakage through the fistular tract. The programming date from the most recent refill prior to the event was on (B)(6) 2015. Diagnostics included the patient reported fluid pocket building up over the catheter, which began approximately (B)(6) 2015. On (B)(6) 2015, examination revealed a 3cmx2cmx2cm fluid pocket right over the catheter site. Also on (B)(6) 2015, a catheter access port (cap) contrast study was done, which revealed the catheter was patent with no obvious leak. On (B)(6) 2015, the patient reported a "seroma" in the same place as the fluid buildup that was drained. On (B)(6) 2015, the patient reported fluid on their back, headache, backache, and difficulty eating. Interventions included medical or non-surgical therapy, further noted as fluid was aspirated during a pump catheter check on (B)(6) 2015. On (B)(6) 2015, surgical intervention included wound exploration; which noted a leak of csf around the catheter through the fistular tract. The csf leak was repaired; and two purse-string sutures were put around the catheter. The event resulted in in-patient hospi talization. On (B)(6) 2015, examination revealed the incision was clean, dry, and well-approximated. There was a firm bump on top of the incision, but this was reportedly not new. There was no bogginess, softness, drainage or pain. The etiology was reported as unlikely related to the device or therapy; possibly related to the implant procedure; and the device was the catheter tract. The outcome was resolved with sequelae on (B)(6) 2015-. The patient had a clinical diagnosis of possible withdrawal symptoms, which was later changed to csf leak. The programming date from the most recent refill prior to this event was (B)(6) 2015. Diagnostics on (B)(6) 2015 included examination, which revealed headache, tinnitus and difficulty sleeping. On (B)(6) 2015, examination revealed the patient complained of a buzzing sound in their head, and foot pain. Per the hcp, this may have been due to the dose not being as high as before the patient's revisions, and when the csf leaks began. On (B)(6) 2015, intervention included administration of the medication ambien. Intervention also included programming a pump increase on (B)(6) 2015. The etiology was reported as possibly related to the device or therapy; not related to the implant procedure; and possibly related to the intrathecal drug. The drug action that caused the event was specified as the dose was reduced back in (B)(6) 2015, prior to the series of catheter issues; and was gradually increased since then, but was not back up to the prior amount yet. On (B)(6) 2015, examination revealed the patient stated they had increased pain, a buzzing noise in their head, and had begun limping. The patient had minimal edema also noted in the lower back. On (B)(6) 2015, intervention included programming a pump decrease, and a pump check was scheduled. Examination during the patient's ER visit noted a headache and re-accumulation of fluid at the lumbar site. On (B)(6) 2015, a cap contrast study was done which showed no obvious disconnect or fracture of the catheter, but the patient did have a large posterior fluid collection which was likely a csf leak. There was palpable fluid collection about the size of a small egg on (B)(6) 2015. The outcome was ongoing as of (B)(6) 2015. On (B)(6) 2015, surgical intervention included wound exploration, and repair of a spinal fluid leak. The intrathecal segment of catheter was explanted and not replaced. Surgical observation noted csf in the pocket during surgical exploration, but no obvious leak in or around the catheter. Medications were administered on (B)(6) 2015 and (B)(6) 2016, including nf-ms contin ER 30mg po prn q6h, and morphine ivp. Examination on (B)(6) 2016 noted the posterior incision looked good, but had some fluid leakage; possibly csf, but possibly serous. No significant fluid collection within the incision was noted. Two nylon sutures were added to help reinforce the closure on (B)(6) 2016. The event resulted in in-patient hospitalization and an emergency room visit. The etiology was reported as related to the device or therapy; unlikely related to the implant procedure; device was the intrathecal/spinal portion of the catheter; and possibly related to the intrathecal drug. The serial number(s) of the catheter(s) involved in the event were not specified. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.